Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose results were 87 mg/dl (meter), 147 mg/dl (lab). Tests were done < 30 minutes apart with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.